Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed as planned by not moving the detector for days, they kept their work normal. The philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. After reviewing the log, the reported problem also confirmed. Upon troubleshooting, rse verified no issues with c-arc movements. The 0 button does not affect arc and table movements at isocentre. To resolve the problem, onsite visit, fse replaced the force sensor and cleaned the sid rails and return the part for further analysis, but no failure found. After replacement of force sensor and calibrating the same, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the c-arm and table do not shift into the iso centre, however, this did not affect the movements of the c-arm. Therefore, there was no effect on the ongoing procedure, which was completed as intended and the customer is able to continue working normally. There is no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the iso center was not possible with the zero button, which also impacted geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.